Event description:
It was reported that after the set screws, rods, and cross connector were installed during surgery, the doctor noticed pieces from one of the screws. The screw was removed and replaced with a 4.0x14 screw. There were no left over fragments from the screw according to the final x-ray. There was no reported patient injury or delay.

Manufacturer narrative:
Device evaluation: visual inspection revealed the screw has disassembled. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown surgical or operational factors, or forces applied to the tulip head outside of the expected forces from the closure top and rod. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after the set screws, rods, and cross connector were installed during surgery, the doctor noticed pieces from one of the screws. The screw was removed and replaced with a 4.0x14 screw. There were no left over fragments from the screw according to the final x-ray. There was no reported patient injury or delay.